Event description:
It was reported that after completing a da vinci assisted surgical procedure, system was checked and persistent error code 32097 was observed on universal side manipulator (usm) arm 3. Tse confirmed the error fault on usm arm 3. Tse indicated that error fault may recur and usm arm may have to be disabled. Procedure continued under current condition. No report of patient injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. However, failure analysis is not complete.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. Failure analysis investigations did replicate and did confirm the complaint error 32097. In logs, the 32097 error was found confirming the reported event. Upon visual inspection, no issues were found that would be related to the reported event. The universal surgical manipulator (usm) was installed onto a golden system where the component functioned as expected. The usm was then installed onto a patient fixture test platform (pftp) where the fiber test failed on rolling loop, replicating the reported event. As a result of these findings, failure analysis was able to conclude that the rolling loop fiber assembly was found to be the root cause of the reported event.